Manufacturer narrative:
(B)(4). Device coding: - incorrect removal. The device is expected to be returned for eval. It has not yet been received.

Event description:
Device issue: difficult to remove. Time of device issue: during vessel closure. Adverse event: surgical removal/vessel repair. It was reported that a physician trained in the use of the starclose se device, attempted arteriotomy closure of a scarred common femoral artery after an interventional procedure. Reportedly, difficulty was encountered during thumb advancer deployment. During removal, the device was difficult to remove. An attempt to use the safety release to retract the locator wings to remove the device was unsuccessful. The device was surgically removed by making a small incision and using a patch. During removal, tissue was noticed caught between the clip and the vessel. There were no reported adverse pt sequelae. No additional info was provided.